Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer the display was partially visible. Customer's blood glucose value was 88mg/dl. Customer saw a black diagonal crack near the screen. Customer stated that he took off the pump for a shower and set it on a countertop and it fell and the screen only showed partially. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional's instruction. Insulin pump will be returned for analysis and replacement pump will be sent.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd, cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, missing reservoir tube o-ring, cracked reservoir tube window, cracked case reservoir tube window corner, cracked battery tube threads and corroded battery tube.